Event description:
The pt's mother reported that the external equipment can become hot, sometimes leaving a red mark and/or bruise on the pt's back. It was reported that the psp was being held in place with a tank top worn under the pt's shirt. Advanced bionics is in the process of gathering add'l info.